Manufacturer narrative:
The manufacturer's evaluation of the motors showed the left motor had sustained physical damage and had signs of abuse and neglect. Hoveround's owner's manual warns "[s]afe and effective use of your power wheelchair is dependent on proper maintenance," and [a]lways perform the operator performance and maintenance checks that are detailed in the maintenance section of this manual."

Manufacturer narrative:
Unknown analysis of the motors pending qa evaluation. While operating the power wheelchair down a sidewalk cut out at an intersection, the power wheelchair pulled hard to the left and the end user hit the curb.

Event description:
While the end user was operating the power wheelchair down a sidewalk cutout at an intersection, the power wheelchair pulled hard to the left and hit the curb.